Event description:
It was reported that the individual carton pack and the outer packing were received sealed. However, the part of the individual plastic package was unsealed. The product problem was found during inspection at the delivery site. One micro ventricular bolt icp monitoring kit (1104hm) was affected. There was no pt contact. The product was not used by the hospital. Cross referenced to manufacturer report numbers: 2023988-2011-00037 and 2023988-2011-00038 (same customer, same problem, different products).

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.